Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) feels their device is not working well. Pt stated for the last week they have had to go to the bathroom and change their pants because they have wet them. Pt expressed concern about feeling stimulation sensation all of the time. Reviewed therapy expectations. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Reviewed with pt they are able to turn down stimulation at night to reduce stimulation sensation. When pt checked their my therapy application pt saw their stimulation was at 0.5 and was not sure how it got there. No further complications were reported at this time.